Event description:
It was reported that, in the regional register of orthopedic prosthetic implantology (ripo) from italy, a total of six hundred and seventy-six (676) knees underwent primary uka procedures between 01-jul-2000 and 31-dec-2021, using genesis uni system. From these, one hundred eight (108) knees were later revised due to unknown reasons. No further information is available. Timeframe of registry data: implantations conducted between 01-jul-2000 and 31-dec-2021 in italy.

Manufacturer narrative:
Reporting quarter: 2 (april 1 - june 30, 2025). Uniform resource locator: https://ripo.cineca.it/authzssl/reports.html. Summary of adverse events: it was reported that, in the regional register of orthopedic prosthetic implantology (ripo) from italy, a total of six hundred and seventy-six (676) knees underwent primary uka procedures between 01-jul-2000 and 31-dec-2021, using genesis uni system. From these, one hundred eight (108) knees were later revised due to unknown reasons. No further information is available. Timeframe of registry data: implantations conducted between 01-jul-2000 and 31-dec-2021 in italy. Analysis conducted: based on the most recent safety and performance evaluation, the genesis uni system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of six hundred and seventy-six (676) primary uka procedures with genesis uni system have been performed in italy between 01-jul-2000 and 31-dec-2021. Based on the overlapping 95% confidence interval, there is no difference between the survivorship at 5 or 10 years for the genesis uni knee system when compared to all unicompartmental knee arthroplasty. The following cumulative revision rates with 95% confidence intervals are presented in this report: at 5th postoperative year: 92.4% (90.4%-94.4%) vs 93.0% (92.4%-93.6%) of the class. At 10th postoperative year: 87.1% (84.6%-89.8%) vs 87.7% (86.9%-88.6%) of the class. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported outcome relate to a known procedural risk that is appropriately documented in our risk file. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Event description:
Based on the review of literature sources, several revision surgeries have been reported following the use of smith+nephew prostheses in primary unicompartmental knee arthroplasty procedures: 1. Primary unicompartmental knee arthroplasty procedures: - genesis uni components: reported in the regional register of orthopedic prosthetic implantology (ripo) from italy, a total of six hundred and seventy-six (676) knees between 01-jul-2000 and 31-dec-2021. From these, one hundred eight (108) knees were later revised due to unknown reasons.

Manufacturer narrative:
Corrected data: b5 (event narrative), e1 (facility name, address line 1, us city or (foreign), us zip code or foreign postal code, and country removed, as the 3500a form could incorporate additional literature sources in the future). H11: this report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under lit2400780, communicated on july 1, 2025. As a result, the MDR with reference 1020279-2025-01008 incorporates all literature sources sharing the following bundling criteria: registration number: 1020279, report type: serious injury, product classification code: hsx. No additional complaints have been added since the last submission made on june 5, 2025. Except for the corrected field noted above under ¿corrected data¿, the information provided in the required fields of the prior 3500a form submitted on 05-jun-2025 remains unchanged. Reporting quarter: 2 (april 1 - june 30, 2025). Uniform resource locator: https://ripo.cineca.it/authzssl/reports.html. Summary of adverse events: based on real world data, several revision surgeries have been reported following the use of smith+nephew prostheses in primary unicompartmental knee arthroplasty procedures: 1. Primary unicompartmental knee arthroplasty procedures: - genesis uni components: reported in the regional register of orthopedic prosthetic implantology (ripo) from italy, a total of six hundred and seventy-six (676) knees between 01-jul-2000 and 31-dec-2021. From these, one hundred eight (108) knees were later revised due to unknown reasons. Analysis conducted: based on the most recent safety and performance evaluation, the genesis uni knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the device. This system is at least as safe and effective as all their therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. For the regional register of orthopedic prosthetic implantology (ripo) annual report 2024, based on the overlapping 95% confidence interval, there is no difference between the survivorship at 5 or 10 years for the genesis uni knee system when compared to all unicompartmental knee arthroplasty primary procedures. Specific analysis in scope of this MDR submission is provided in the attached .csv file. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.